Event description:
Revision surgery due to femur fracture occurred 6 days post op and detected through x-ray. It was reported that the patient getting out of the bed started filling pain at the operated leg. The fracture is located under the lesser trochanter, the patient is a female. During revision surgery the stem quadra s was replaced with a stem quadra r, the fracture was treated with a cable.